Event description:
It was reported that the customer's insulin pump was under delivering basals for a week, and the blood glucose was treated with extra bolus. The customer stated that his blood glucose has been high for a longer period of time. The time, date, and bolus history were correct. It was stated that the insulin pump was not exposed to a high magnetic field. The customer did not have an extra infusion set to perform the displacement test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.